Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/19/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Can more information be provided on what was meant by, ¿staple line did not close properly¿? Were malformed staples identified? If so, can further information be provided on the shape of the staples and specific locations of any improperly formed staples along the circular anastomosis? How was the leak addressed? What is the current status of the patient? Response: no further additional information available

Event description:
It was reported that postoperative to a lap sigma procedure performed on (B)(6) 2019, the staple line did not close properly and patient got an insufficiency. This was not visible intraoperatively and was noticed only postoperatively. He had to be reoperated again on (B)(6) 2019.